Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13153. It was reported that the patient was experiencing a shocking sensation due to lead migration. Reportedly, the patient's dog jumped on the patient repeatedly prior to the issue. As a result, the physician explanted and replaced the patient's leads. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.